Manufacturer narrative:
The device is not available for evaluation as it was discarded by the hospital. If additional information is provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor put in the k wire for the cannulated screw. He measured the k wire and decided to put in a 55mm screw. He reamed over the k wire and proceeded to put the screw in. As he was inserting the screw he encountered some resistance but continued to insert and the screw broke inside the patient. A synthes universal extractor was used to remove the screw from the patient."